Event description:
The plaintiff's attorney alleged that on or about (B)(6) up through an until (B)(6) 2012 the decedent experienced a cardiovascular event and all injuries associated therewith and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products.